Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer main 1 failed to detect. The field service engineer reseated all the bus connections to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed. The customer reported that the drawer 1 was failed to recover and showed a message as "not detected on bus". The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.